Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se found that the flow sensor assembly was the issue. The se replaced the flow sensor assembly and the ventilator passed all testing.

Event description:
It was reported that the ventilators oxygen concentration test was set at 21% but the displayed value was 22.3%. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 26feb2019, date rec¿d by MFR : 21feb2019. A gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board and oxygen solenoid valve were disassembled from the gds and not returned. A visual inspection of the gds revealed no evidence of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.